Event description:
The pt was implanted with a becker siltex saline/gel-filled mammary prosthesis in 1992. Subsequently, the pt experienced exposure/extrusion, infection, and rupture of the device. The date of explant surgery has not been provided.